Manufacturer narrative:
The reported event of device had air in line alarm failure segment was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of air in line alarm failure. Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module air in line alarm failure could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product received.

Event description:
It was reported that on 3/16/21 an infusion pump failed to alarm for air in line. The clinician reported that the air was not being detected in the pumps. Although multiple attempts have been made for event information there was no additional details provided per customer. There is no report of harm at this time of patient harm.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on an infusion pump failed to alarm for air in line. The clinician reported that the air was not being detected in the pumps. Although multiple attempts have been made for event information there was no response from the customer. There is no report of harm at this time of patient harm.